Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue,gai3, athlete; guide cath: launcher. (B)(4) - against resistance. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft kink and shaft separation were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the (B)(4) xience xpedition everolimus eluting coronary stent system instructions for use states: do not advance or retract the catheter if resistance/anomaly is met during manipulation. Continuing to advance or retract the catheter may result in damage to the vessels, separation of the catheter, tip damage and/or stent dislodgement. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily calcified, 99% stenosed mid left anterior descending artery. Pre-dilatation was performed and an attempt was made to cross the lesion with a 3.0 x 23 mm xience xpedition; however, it could not cross. Excessive force was applied and the proximal shaft kinked and separated. The device was easily removed from the anatomy. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.